Event description:
It was reported that an implanted pacemaker shifted and the patient has been feeling some pain and discomfort. The physician was planning to reposition the device. The system remains in use. No further patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.